Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server multiple patients and orders were not crossing to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server multiple patients and orders were not crossing to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the multiple patients and orders were not crossing to the station. The technical support specialist (tss) received a sample patient from the customer and checked the server. The issue was identified as open link not connecting with care fusion coordination engine (cce). After the customer's interface was restarted, open link successfully reconnected to cce, and message transmission resumed. The tss confirmed with the customer that both orders and patient data were crossing correctly. The system functioned as intended after the technical support specialist resolved the issue.